Event description:
Problem began with the placement of a st jude's tempo and meta 1256d pulse gnerator 2102. Routine elective replacement due to normal battery depletion. From the moment of implant until replacement pt experienced repeated problems with irregular heart rates, shortness of breath decreasing exercise tolerance and increasing disability. An atrial lead was replaced in 1999 with no improvement. By 2000 pt was unable to carry on normal daily living and started to experience sudden incidents of what felt like they had stopped breathing precipitated by any exertion such as washing hair. Episodes were short duration, 5 to 10 seconds and ending with fast heartrate, shortness of breath, chest pain and pressure, and pallor to mild cyanosis. This was followed by swelling of hands and feet. In 2000 pt had 3 episodes within 1/2 hr, with angina, sweats, shortness of breath not relieved by 3 nitro. Required ambulance and overnight stay at hosp outside home area. Diagnosed with referred gastric pain and given prilosec. Had follow up chemical stress test a couple of days later with no changes noted. Pt continued weekly to biweekly monitoring by pacemaker dr and st jude rep. Now nearly bedridden. No episodes were witnessed but were increasing and pt was declining. Original md notified pt, by letter, of potential problem with pacemaker. A medtronics generator was placed and "pacesetter" removed. During change pt was prepared to have a couple of moments where their heart would be stopped. Afterward pt reported it was the intermittently failing. Pt is completely pacemaker dependent. Pt has no more symptoms from the moment of placement except easily fatigued, post op pain and depression, and is considered totally disabled now. Pt was ready, before placement of pacesetter, to return to work. Pt will not work again. Pt also tried to run a business from home and had to sell it. Not able to physically manage the work load.